Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture, frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer called back after receiving a new battery cap after pump was exposed to moisture. Pump returned to normal function and pump passed self-test after inserting new battery with new battery cap. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported screen was frozen but after dried the pump it unfroze. No harm requiring medical intervention was reported. Product return status for mmt-1885 is yes.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Frozen screen not confirmed during testing. Pump received with flashing medtronic logo. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was received with a cracked battery tube threads and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case, faded/stained, peeling/shifted serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. The motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Unable to perform the history review 2 days prior to the event date 22-sep-2024 in the pump history file due to flashing medtronic logo. Frozen screen not confirmed during testing. Unable to perform the required testing due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Unable to download confirmed. Cosmetic damage was confirmed at the back of the pump. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.